Event description:
It was reported by the customer that steering system of the cot was impossible to move. It was also reported that during calibration the shoulder bolt of the ball plunger was damaged. No adverse consequences or injuries were reported.

Manufacturer narrative:
Other: steering system.